Event description:
It was reported that the patient presented at the clinic for a right atrial (ra) lead revision due to a failure to capture and high pacing impedance. The ra lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.